Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, the patient underwent surgical intervention wherein the device was explanted, replaced and repositioned.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.